Event description:
Patient presented to the physician with difficulty swallowing and pain at the neck and neck incision. Physician brought the patient into the or and removed the entire inspire system.